Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: during the passage of central venous catheter 3 medical lumen observes deformity in the guide which prevents the correct passage of the central catheter requiring the use of a new device. The issue was detected prior to patient use.

Event description:
The customer reports: during the passage of central venous catheter 3 medical lumen observes deformity in the guide which prevents the correct passage of the central catheter requiring the use of a new device. The issue was detected prior to patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc catheter with spring wire guide (swg), and lidstock for evaluation. Visual inspection of the swg revealed that it was unraveled from the proximal weld as well as containing three major bends. The bends in the guide wire body were located at 40mm, 240mm, and 420mm from the distal end. The length of the core wire measured 604mm which is within specifications of 596-604mm per swg product drawing. The outer diameter of the swg measured 0.800mm which is within specifications of 0.788-0.826mm per swg product drawing. The guide wire was advanced through the returned catheter, a lab inventory ars, and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through all components with minimal resistance. A manual tug test confirmed the distal weld was attached. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not apply undue force on guidewire to reduce risk of possible breakage. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire. Do not cut guidewire to alter length." The complaint of an unraveled spring wire guide was confirmed through examination of the returned sample. The guide wire had unraveled from the core wire separating from proximal weld. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.